Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument had a rubber cap that was damaged. The rubber cable was caught by the trocar and came off. The user was completing the procedure as planned by using a backup synchroseal instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the synchroseal instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found that the jaw cover was returned torn and completely detached without the instrument. The detached parts were sent back. There are no signs of thermal damage present at the end of any tears. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.